Event description:
On 6/29: customer reports the merit high pressure tubing detached from the syringe during an injection. Customer has discarded the product and does not know the lot number. Customer does not have info with regards to pt from procedure. Customer does not have injection info from procedure. Customer does report no pt of staff injury.

Manufacturer narrative:
Root cause identified: no root cause could be identified, sample not received for eval. Conclusions: device history record for final product could not be reviewed. Lot number was not provided by the customer. Defect was not confirmed since sample was not received for eval. Corrective actions: this complaint will be filed for qa trends.